Event description:
This spontaneous report was received from a pharmacist concerning a female patient (age unspecified) from the united states with local case ID: (B)(6). The patient's weight, height and medical history were not reported. The patient was treated with the all-flex arcing spring diaphragm (silicone) (hdw - contraceptive diaphragm and accessories), 75 mm, (lot b33eu1, expiration oct-2015), (B)(4), one diaphragm as needed/intravaginal for birth control. Concomitant medications were not reported. A pharmacist reported that a patient picked up her prescription for the all-flex arcing spring diaphragm (silicone) on (B)(6) 2012. On an unspecified date, the patient requested a replacement for the diaphragm because of defects. The pharmacist asked the patient what she meant by "defects" and the patient replied that there was "a small section of the diaphragm that had a little indentation or cut/dent in it" (reported as defect in diaphragm), (device malfunction). The patient returned the diaphragm to the pharmacy on an unspecified date. It was noted that the pharmacist did not have another replacement diaphragm to give to the patient and therefore the patient was without a diaphragm at the time of reporting. No further information was provided.

Manufacturer narrative:
There was no event reported with this product quality complaint for defect in diaphragm. The patient had not recovered from defect in diaphragm. This report is associated with (B)(4). This report was serious (reportable malfunction).